Manufacturer narrative:
The calcium reagent lot number was 702235. The reagent expiration date was requested, but not provided. The field service engineer determined there were broken rinse tubes. The tubes were replaced. Precision studies were run and recovered within specifications. The last calibration performed on 23-may-2023 was ok. Quality controls recovered low, but within range. The customer performed an air purge of the system and qc recovered close to the mean. Upon review of the alarm trace, a sample aspiration alarm was observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a calcium value of 6.7 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result. The sample was repeated on a second analyzer, resulting in a value of 9.4 mg/dl. The repeat value was deemed correct.